Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: two (2) devices were received for evaluation. The other one (1) device was not received for evaluation; therefore, a device analysis could not be completed. A visual inspection was performed on the returned samples, and it was noted that the female shrouded connectors were separated from the patient line tubing of both samples. The reported condition was verified. The cause of the reported condition was determined to be insufficient heat seal bonding during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector was separated from the tubing of three (3) homechoice low recirculation volume apd sets with cassette. The patient was connected for peritoneal dialysis (pd) therapy during initial drain when the caregiver discovered that the patient line connector had separated from the tubing of the set. To resolve this issue, the caregiver attempted to replace the supplies; however, the caregiver discovered two more sets with the same issue before they could identify a set that could be used with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.